Event description:
(B)(4). Initial and f/u information received on (B)(6) 2009 respectively were processed together: this is a non-serious spontaneous case report of hematoma after receiving poly-l-lactic acid (sculptra) therapy. The pt reported that the hematoma developed on the maxillary, but her physician informed her that she did not apply the injection at that site. In addition, the pt reported that she did not reach the wished effect because, she compared photos of her current expression, with photos taken one month prior to poly-l-lactic acid therapy and she stated, they were equal. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Addendum for f/u information received on (B)(6) 2009: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.